Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a hypotube kinked. The 99% stenosed lesion was located in the calcified and severely tortuous superficial femoral (sfa) artery. The physician advanced a 4.0mm x 1.5cm flextome peripheral cutting balloon to the lesion and the hypotube kinked. The procedure was completed with another of the same device. There were no patient complications. Patient status is reported as good. However, analysis of the 4.0mm x 1.5cm flextome peripheral cutting balloon revealed a shaft break.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified a kink and break on the shaft of the catheter. The shaft break was confirmed one-half inch from the shaft kink and 52cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)